Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that last night they got a "huge jolt" from the ins site up to their spine. Patient said they were sitting down when the jolt occurred and literally jumped in their seat. Patient said they were feeling tingling in their arm and a weir shooting sensation up their spine. Patient said it was like a surge of electricity out of no where. Patient said they felt really weird and for 10-15 mins did not feel good. Patient said the feeling report lasted until they turned stim off once they turned stim off they feelings stopped. Patient said they have been becoming more active and are walking more. Patient said they are disabled. Patient said they haven't had any significant falls or trauma recently. Patient said the healthcare professional (hcp) recommended making an appointment so they can check the impedances and see if there are any shorts. Patient will be contacting the hcp to schedule an appointment. Additional information was received from hcp. They reported that steps taken for resolution an impedance check that was normal. Ins turned on. Issue was unknown if resolved but device was still in use.